Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hypoglycemia. The customer blood glucose level was 2.0 mmol/l at the time of incident and the current blood glucose level was 19 mmol/l. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege pump was over delivering because insulin pump never suspend when she goes low. The auto mode was active. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Device received with pillowing keypad overlay and fading serial number label. No displacement anomaly or motor anomaly noted during testing. (B)(4).